Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection an exterior visual inspection of the returned cycler showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A pre-accelerated stress test 15 min 1000 ml simulated treatment (self test) was performed and completed with no problems or failures. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler screen was blank during unknown cycle of dialysis. The patient reseated the power cord on both ends then pressed ok and the stop keys lit up but the screen remained blank. The cycler was replaced due to blank screen. The technical support representative issued a replacement of the cycler. Upon patient follow-up it was determined there was no patient harm, adverse event, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.